Event description:
The customer reported the system shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer and directed them in resetting a tripped circuit breaker. System operates as intended.